Event description:
The catheter sutured by the movable suture wing migrated out of the pt. In both cases the catheter had been sutured by only the movable suture wing and not in addition to the suture holes in the winged fitting of the hub. No pt injury or complications were reported as a result.